Manufacturer narrative:
(B)(6).

Event description:
Additional information as received on 7/30/2018: reportedly, the customer experienced diabetic ketoacidosis (dka) along with blood glucose (bg) levels of approximately 400 mg/dl. Approximately 6 hours later, the customer left the ER with a bg level of 128 mg/dl. Reportedly, the customer was tired and exhausted but felt better. At the time of the reported event, the customer reported using pump and supplies for diabetes management. Additional information was requested by the clinical diabetes specialist; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level. Reportedly, the contact requested a bolus of 3 units, but did not observe any drops of insulin exit from the end of the tubing. Pump supplies were changed, and the issue reoccurred. Although requested by tandem technical support, the contact declined to perform troubleshooting.